Event description:
On (B)(6) 2025, a patient underwent for port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 6f via right side of the sixth thoracic vertebrae. During the preparation of the procedure in the right internal jugular vein, the plastic connector at the end of the introducer needle allegedly found cracked while opened the package. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician is holding a introducer needle in which no noticeable cracks were noted in the plastic connector. The second photo shows the product label in which the catalog number, lot number and expiry date are matched with the trackwise and jde data was noted. Therefore, the investigation is inconclusive for the reported fracture issue and device damaged prior to use as the exact circumstance at the time of the event reported was unknown. A definitive root cause for the fracture and device damaged prior to use could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 6f via right side of the sixth thoracic vertebrae. During the preparation of the procedure in the right internal jugular vein, the plastic connector at the end of the introducer needle allegedly found cracked while opened the package. There was no patient contact.